Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. The patient was asleep at the time of therapy delivery and unaware the shock occurred. The patient was brought in for testing where oversensing of noise was able to be reproduced with some isometric positions, but not others. Sensing in other vectors was evaluated and noise was seen but marked appropriately in one vector. In secondary vector there was not appropriate sensing due to low r-wave amplitude. All impedance measurements were within normal limits. Boston scientific technical services (ts) was consulted to review the data. Ts noted that the noise appeared to be related to the area distal to the sensing electrode and the option would be to program secondary vector. However, in this case secondary vector does not provide appropriate sensing due to low r-waves. Ts noted that the physician should balance the clinical risk of keeping one of the other two sensing vectors programmed, in which there would be risk of the patient receiving additional inappropriate therapy and the noise continuing, versus explant of the current s-ICD system. Additional information was received that the field representative discussed the programming and clinical considerations with the physician. The physician will discuss the next step with the patient. At the time of the discussion the physician noted that the patient had steroid injections into his sternotomy scar by the plastic surgeons the previous year. The physician was curious if the noise from the area distal to the sensing electrode could be caused by direct trauma to the area. Ts was again consulted and discussed that review of similar cases do not have any evidence to suggest that external fluids or mechanical activities around the area lead to potential generation or contribution of the noise pattern experienced. However, it was noted that the injections around xyphoid incision being a contributing cause could not be fully excluded. However, if the lead mechanical troubleshooting has not been able to reproduce noise and no evidence under x-ray of integrity issues, then mechanical damages from injections around that area may be able to be excluded as a potential cause. This information was also relayed to the physician for further consideration. At this time the subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. The patient was asleep at the time of therapy delivery and unaware the shock occurred. The patient was brought in for testing where oversensing of noise was able to be reproduced with some isometric positions, but not others. Sensing in other vectors was evaluated and noise was seen but marked appropriately in one vector. In secondary vector there was not appropriate sensing due to low r-wave amplitude. All impedance measurements were within normal limits. Boston scientific technical services (ts) was consulted to review the data. Ts noted that the noise appeared to be related to the area distal to the sensing electrode and the option would be to program secondary vector. However, in this case secondary vector does not provide appropriate sensing due to low r-waves. Ts noted that the physician should balance the clinical risk of keeping one of the other two sensing vectors programmed, in which there would be risk of the patient receiving additional inappropriate therapy and the noise continuing, versus explant of the current s-ICD system. At this time the subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse patient effects were reported. Additional information was received that the field representative discussed the programming and clinical considerations with the physician. The physician will discuss the next step with the patient. At the time of the discussion the physician noted that the patient had steroid injections into his sternotomy scar by the plastic surgeons the previous year. The physician was curious if the noise from the area distal to the sensing electrode could be caused by direct trauma to the area. Ts was again consulted and discussed that review of similar cases do not have any evidence to suggest that external fluids or mechanical activities around the area lead to potential generation or contribution of the noise pattern experienced. However, it was noted that the injections around xyphoid incision being a contributing cause could not be fully excluded. However, if the lead mechanical troubleshooting has not been able to reproduce noise and no evidence under x-ray of integrity issues, then mechanical damages from injections around that area may be able to be excluded as a potential cause. This information was also relayed to the physician for further consideration. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined .

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. The patient was asleep at the time of therapy delivery and unaware the shock occurred. The patient was brought in for testing where oversensing of noise was able to be reproduced with some isometric positions, but not others. Sensing in other vectors was evaluated and noise was seen but marked appropriately in one vector. In secondary vector there was not appropriate sensing due to low r-wave amplitude. All impedance measurements were within normal limits. Boston scientific technical services (ts) was consulted to review the data. Ts noted that the noise appeared to be related to the area distal to the sensing electrode and the option would be to program secondary vector. However, in this case secondary vector does not provide appropriate sensing due to low r-waves. Ts noted that the physician should balance the clinical risk of keeping one of the other two sensing vectors programmed, in which there would be risk of the patient receiving additional inappropriate therapy and the noise continuing, versus explant of the current s-ICD system. At this time the subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse patient effects were reported. Additional information was received that the field representative discussed the programming and clinical considerations with the physician. The physician will discuss the next step with the patient. At the time of the discussion the physician noted that the patient had steroid injections into his sternotomy scar by the plastic surgeons the previous year. The physician was curious if the noise from the area distal to the sensing electrode could be caused by direct trauma to the area. Ts was again consulted and discussed that review of similar cases do not have any evidence to suggest that external fluids or mechanical activities around the area lead to potential generation or contribution of the noise pattern experienced. However, it was noted that the injections around xyphoid incision being a contributing cause could not be fully excluded. However, if the lead mechanical troubleshooting has not been able to reproduce noise and no evidence under x-ray of integrity issues, then mechanical damages from injections around that area may be able to be excluded as a potential cause. This information was also relayed to the physician for further consideration. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. The patient was asleep at the time of therapy delivery and unaware the shock occurred. The patient was brought in for testing where oversensing of noise was able to be reproduced with some isometric positions, but not others. Sensing in other vectors was evaluated and noise was seen but marked appropriately in one vector. In secondary vector there was not appropriate sensing due to low r-wave amplitude. All impedance measurements were within normal limits. Boston scientific technical services (ts) was consulted to review the data. Ts noted that the noise appeared to be related to the area distal to the sensing electrode and the option would be to program secondary vector. However, in this case secondary vector does not provide appropriate sensing due to low r-waves. Ts noted that the physician should balance the clinical risk of keeping one of the other two sensing vectors programmed, in which there would be risk of the patient receiving additional inappropriate therapy and the noise continuing, versus explant of the current s-ICD system. At this time the subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse patient effects were reported. Additional information was received that the field representative discussed the programming and clinical considerations with the physician. The physician will discuss the next step with the patient. At the time of the discussion the physician noted that the patient had steroid injections into his sternotomy scar by the plastic surgeons the previous year. The physician was curious if the noise from the area distal to the sensing electrode could be caused by direct trauma to the area. Ts was again consulted and discussed that review of similar cases do not have any evidence to suggest that external fluids or mechanical activities around the area lead to potential generation or contribution of the noise pattern experienced. However, it was noted that the injections around xyphoid incision being a contributing cause could not be fully excluded. However, if the lead mechanical troubleshooting has not been able to reproduce noise and no evidence under x-ray of integrity issues, then mechanical damages from injections around that area may be able to be excluded as a potential cause. This information was also relayed to the physician for further consideration. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse patient effects were reported.